Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00hkc, implanted: (B)(6) 2013, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said a revision has been scheduled, but has yet to be performed. They also said the device will be returned if the hospital releases it to them and that retention is a pre-existing symptom. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient fell multiple times since 2014 (the patient states she had a work-related accident). Two of which she said she landed on the device and that her battery has moved. Due to the shocking down the patient's right, she was instructed her to turn her device off. The patient noted she can't do that because she has retention and doesn't want the urine backing up into her kidneys. The patient does say she caths at times but expresses concerns about having to do that all the time. Her stimulation is at .4 right now and she cannot find comfort at the level. The healthcare professional (hcp) has been informed and she has set up a date for a revision. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va00hkc, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: va00hkc, (B)(6), (B)(4) applies to both components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain and experienced shocking from the device. It was noted that the patient's fall could be a contributing factor the event. The device was turned off as a result of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va00hkc, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had their system removed on (B)(6) 2018. The rep who reported this information was not the initial rep who had reported on this case and thus they stated they did not know the reason for the full explant. There were no further complications reported/anticipated.